Event description:
It was reported that the procedure was to treat a heavily calcified, totally occluded first marginal of the proximal left circumflex artery. The balance middleweight guide wire (bmw) was being advanced: however, resistance was felt and the guide wire could not cross the lesion. The guide wire could not move so a non-abbott micro catheter was used to remove the guide wire. The devices were removed as a single unit and the procedure was stopped. The lesion was treated the next day by implanting a bare metal stent at the target lesion, which is considered a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis results suggest that the guide wire failure may be attributed to torsional overload. A cine review was conducted. The reviewer concluded the images are consistent with the incident description as to the guide wire not crossing the total occlusion. However, the description is not clear as to why the microcatheter was needed to remove the guide wire. Nor are there images of the microcatheter. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: merit, guide catheter: ebu 3.75 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.